Event description:
A healthcare facility in netherlands has reported via a fisher & paykel healthcare (f&p) field representative that the needle in the manometer of an rd900adu neopuff infant resuscitator moves slowly. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Rd900adu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the subject device, rd900adu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information and videography provided by the healthcare facility, and our knowledge of the product. Results: upon review of the service report and evaluation of the provided videography, it was observed that manometer needle would move slowly when pressure is applied. Conclusion: the reported event was due to a faulty manometer. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(4) rd900adu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands has reported via a fisher & paykel healthcare (f&p) field representative that the manometer of an rd900adu neopuff infant resuscitator is not working properly as the needle in te manometer moves slowly. There was no reported patient consequence.